Event description:
Patient presented to hospital with a staph aureus infection, pocket infection and septicemia. Patient was hospitalized and treated with vancomycin, and the lifesite device was explanted. Patient died 5 days into hospitalization from a possible pulmonary embolism.